Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was exhibiting premature battery depletion. Subsequently, the device was explanted and replaced. There were no additional adverse patient effects reported and the device will not return, as the device has become lost. Should this product be received in the future, an updated report will be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was exhibiting premature battery depletion. Subsequently, the device was explanted and replaced. There were no additional adverse patient effects reported and the device will not return, as the device has become lost. Should this product be received in the future, an updated report will be provided.